Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3. The home patient (hp) left an unused line on the organizer with the clamp opened. The hp was advised any lines not being used needed to be clamped off. The hp ended therapy and would do a manual exchange. Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated there was no patient injury or medical intervention related to the event and the patient has been continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.